Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2015 and suture was used. During the procedure, while closing the joint capsule, the needle did not keep its shape and strength throughout out the entire closure and broke in half. The procedure was completed with another like device. Additional information was requested. There were no adverse patient consequences reported.

Manufacturer narrative:
The needle was easy to find during the initial procedure and was just pulled out of the patient. The procedure was completed successfully. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.